Event description:
It was reported that during an exeter hip implantation, the flanges of the centraliser snapped off when it was placed on the prosthetic stem. The customer further reported that the broken centraliser was implanted as there was no alternative prosthetic stem at the time of surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.